Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (B)(6) was leaking csf from the catheter where stylet was pulled out. Then the physician used sterile bandages to wrap the catheter to prevent further leakage. The event happened during procedure. No patient injury, no surgical delay reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - d4, d8, d9, g6, h1, h2, h3, h4, h6, h11. The microsensor ventricular catheter kit (826653) was not returned for evaluation as the product was discarded and not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.